Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill tubing sequence. The customer changed the infusion set tubing and the cartridge and the issue continued. The customer was ultimately able to load a cartridge successfully and resume insulin therapy. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support educated the customer this was off-label. In addition, it was reported the insulin gauge was inaccurate and the full amount of insulin was not delivered when delivering a bolus. Reportedly, the customer delivered a 10 unit bolus, however, insulin was not observed to be delivering through the tubing until 7 units were delivered. Customer's blood glucose was 300 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.